Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The balance middleweight (bmw) guide wire became stuck inside a non-abbott balloon catheter. No resistance was felt advancing the balloon catheter on the guide wire; however, resistance was felt during retraction, which resulted in the separated tip of the guide wire. After retraction of the balloon catheter from the patient, the tip of the guide wire was found inside the balloon. Nothing remained in the patient. A new bmw guide wire was advanced to the lesion; however, attempts to stent the lesion with a 2.5x23 mm xience prime stent delivery system (sds) and a 2.5x23 mm mini vision sds was unsuccessful as both failed to cross the lesion. As no stent was able to cross, the lesion was treated with plain old balloon angioplasty. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The resistance with the balloon catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.